Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. It was noted that this patient has a history of rheumatic heart disease and was the patient's 3rd mitral valve replacement. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic mitral valve, implanted approximately for nine (9) years and six (6) months, underwent a valve-in-valve procedure due to mitral stenosis. She presented with class 2 heart failure symptoms, acute on chronic. Her ejection fraction is 55% by echo. Her gradient across the mitral valve was 13mmhg, the mitral valve area of 0.8. The mitral valve area by transesophageal echocardiogram was 0.8, mean gradient 19. A tmvr was successfully performed with an edwards transcatheter valve. Tee demonstrated trivial mitral regurgitation. There was no significant left ventricular outflow tract obstruction. The mean and peak gradients across the mitral valve were 1mm and 4mmhg, respectively. She was transferred to the cvicu in stable condition.